Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause could not be determined. Investigation results reveal it is likely the user did not conduct reprocessing in accordance with the IFU. The foreign material remained inside the nozzle and was not removed completely. Olympus will continue to monitor field performance for this device.

Event description:
An olympus employee reported on behalf of the customer, the evis lucera elite gastrointestinal videoscope had leakage around 20 centimeters from the tip. The intended procedure was a screening test for inspection purposes. The procedure was completed using the subject device. There was no user or patient harm associated with this event. During incoming inspection, it was determined there was a foreign object in the nozzle. This medwatch is being submitted to capture the reportable malfunction found during evaluation. The customer was not able to clean, disinfect and sterilize the subject device prior to requesting repair. User facility does not know when the foreign object adhered to the scope. There was no delay between the end of clinical use and the start of pre-cleaning. The air/water nozzle was not flushed with water and air. There were no abnormalities in the accessories used for reprocessing. The air/water nozzle was not wiped/brushed with a gauze, brush, or sponge. No, liquid was sent to the air/water nozzle. The customer carries out pre-checks. Oer-5 (endoscope reprocessor) is used for the reprocessing of devices.

Manufacturer narrative:
The subject device was returned to olympus for evaluation. During inspection and testing, the allegation was confirmed. Watertightness was not maintained due to holes in the insertion tube. In addition to evaluation, the bending angle was insufficient due to the elongation of the angle wire. The play of the angle knob was out of the normal state due to the elongation of the angle wire. The flexible tube of the insertion section was crushed. Watertightness was not maintained due to holes in the curved rubber. Scratches were found on the tip cover. The objective lens was discolored. Cloudiness was recognized in the image. Shadows were visible in the image. Scratches were found on the operation part. Scratches were found on the switch box. Scratches were on the operation unit cover. There were scratches on the up/down knob. There were scratches on the up/down angle fixing lever. Scratches were found on the right/left knob. Scratches were found on the grip. Scratches were found on the universal cord. Scratches were found on the scope connector. Protector of universal cord on scope connector side had a scratch. There were scratches on the scope connector cover. There were scratches on the right/left angle fixing knob. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.